Manufacturer narrative:
Upon receipt of this pump of inflatable penile prosthesis at our quality assurance laboratory, it underwent a thorough analysis. The momentary squeeze (ms) pump was visually inspected, leak tested, and functionally tested. Ms pump passed visual inspection and there were no visual damages or anomalies found. Ms pump passed leak test. Ms pump did not pass activation test. Product analysis confirmed the reported event. Based on the analysis results, an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because an inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. Two weeks later, a replacement surgery was performed. There were no patient complications.

Event description:
It was reported that the patient went to the hospital because an inflatable penile prosthesis (ipp) was not working properly. As a result of the inspection, it was confirmed that there was a crack in the right cylinder connecting tube. Two weeks later, a replacement surgery was performed. There were no patient complications.